Manufacturer narrative:
Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastrectomy procedure, the staple line was not intact due to malformed staples. Sutures were used to complete the procedure. There was no patient consequence.